Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Clarification to d.4: (B)(6) (serial/lot no info.). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as smooth opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observation observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.